Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate has decreased approximately three years since last routine follow-up. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate has decreased approximately three years since last routine follow-up. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported. As of today, this device has not been received for analysis. This device was received at our post market quality assurance laboratory and investigation performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate has decreased approximately three years since last routine follow-up. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service. According to additional information received, this device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.